Manufacturer narrative:
The evaluaton results, although inconclusive in the absence of the event baseplate, could not verify this complaint and suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
Reporter states, insert was placed in baseplate and impacted in normal fashion to secure. It was locked anteriorly, but there was too much movement. Several more attempts were made with the same result. Another available insert was opened and locked down without difficulty. There was no adverse consequence to the pt due to this event.